Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and was found to be functional. It no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 4 to occur.

Event description:
It was reported that during an unknown procedure, the device did give an error 4. Another instrument was used but the same error occurred. The hand piece was changed to complete the case. No patient consequences.